Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the shock impedance was greater than 200 ohms. The impedance went from 180 ohms last december up to 235 ohms this june. The pulse generator had normal battery depletion after greater than nine years of implant time. So, the doctor replaced the pulse generator onto the chronic electrode. There were no additional adverse patient effects.

Event description:
It was reported that the shock impedance was greater than 200 ohms. The impedance went from 180 ohms last december up to 235 ohms this june. The pulse generator had normal battery depletion after greater than nine years of implant time. So, the doctor replaced the pulse generator onto the chronic electrode. There were no additional adverse patient effects.